Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was not duplicated, and also found that the camera cable was damaged such as scratched or twisted. Omsc could not review the manufacturing history (DHR) of the subject device because more than fifteen years had passed since the subject device was manufactured and there was no record. Based upon the information from sorc, omsc surmised that the reported phenomenon was attributed to the temporary instability of the connection due to damage of the camera cable, which might be caused by the user applying a force such as twisting to the camera cable. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, it was found that the endoscopic image of the subject device could or could not be displayed on the monitor. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.